Manufacturer narrative:
(B)(4). This MDR was previously submitted on 03-11-2022 at 12:37 pm pst with MFR# 3004753838-2022-037229. The ack2 was received 03-11-2022 03:44 pm with coreid: ci1647031222454.4043116@fdslv86001_te1 day 28. Per cdrh/cesub ¿we are unable to locate the below submissions. They were not received. Please check your submissions for any issues, repackage them properly and resubmit them." As per esg/cdrh email on 3/18/2022, this submission is considered a timely submission.

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.